Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(4) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle would not dispense insulin during use. The following information was provided by the initial reporter: "this is the 3rd box that 15-20 of the needles do not dispense the insulin."

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle would not dispense insulin during use. The following information was provided by the initial reporter: "this is the 3rd box that 15-20 of the needles do not dispense the insulin."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.